Manufacturer narrative:
The customer declined the option to have the reported glidescope bflex 5.8 single-use bronchoscope returned to verathon for evaluation. It was reported by the customer that the device had already been discarded on-site at their facility. Since the device was not returned to verathon for evaluation, the root cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 single-use bronchoscope, the image froze several times and then the image disappeared displaying a black screen. The customer reported unplugging/re-plugging the glidescope bflex 5.8 single-use bronchoscope up to three (3) times unsuccessfully in order to get the image to reappear on the connected video monitor. The procedure was completed using a new glidescope bflex single-use bronchoscope, which was made available in an unspecified amount of time. No harm to the patient or user was reported.